Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On(B)(6) 2026, it was reported by a sales representative via email that an ar-12990, knee scorpion was reported to have the top jaw of the scorpion broken off during routine meniscal root procedure, as surgeon was attempting to use in meniscus. This occurred on (B)(6) 2026 during a meniscal root procedure. The case was completed successfully using a competitor product. There was case involvement.